Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted: (B)(6) 2019 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also noted that the lead was inactivated via reprogramming at the time of the revision.